Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (belt does not communicate with monitor) has been confirmed. Upon investigation, the electrode belt failed functionality testing. The cause for the failure was isolated to a defective u202 and u204 components on the distribution node pca. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.